Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed and insulin continued to drip after the motor stops during the manual prime process. The blood glucose reading was 256mg/dl. Troubleshooting was performed, and the drive support cap was protruded. No further information was provided.